Event description:
Specimen collection medium in some tubes have started to change color. Viability of microorganisms during transportation from the pt to the lab cannot be guaranteed. Cannot be used in maintaining viability of microorganisms.